Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings, and also displayed the battery indicator symbol. Eight days later, the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On the day prior to original date at 8:45 pm, the patient obtained the blood glucose reading of 232 mg/dl on the reported meter. At the time, the patient was experiencing no symptoms of high or low blood glucose levels. Approximately ten minutes later the patient experienced the symptoms of sweating and confusion, and he felt low. The patient claimed he did not take any actions, self-treatment seek medical attention to alleviate the symptoms. Earlier on the day of this event, the patient had obtained blood glucose readings that were expected and normal. The patient also noted the reported meter displayed the battery icon along with the reading. According to the meter's owner booklet, the meter will display the battery icon when there is sufficient battery power to perform approximately 100 more tests. The patient takes nph insulin and novolog insulin on a sliding scale, and tests more that four times per day. Troubleshooting revealed the patient's testing technique was correct, the meter was programmed for the correct unit of measure, and that the patient had not replaced the meter's battery as recommended by the manufacturer. The meter was replaced. The patient reported that he suffered symptoms suggesting severe hypoglycemia after obtaining an elevated meter reading. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.